Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83360). As found condition: the apollo catheter was returned for analysis within a shipping box and a sealed pouch. Damage location details: onyx was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter and not returned. The surface of the apollo catheter was examined under magnification. The apollo catheter body was found ruptured at ~3.0cm from the catheter distal end. No breaks or separations were found with the apollo catheter. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report could not be confirmed as no breaks or separations were found with the apollo catheter. Regarding the customer¿s ¿catheter rupture¿ report the issue was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during the injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6. Patient annex e and annex f coding updated based on additional information received. H3. (Previously reported information) product analysis # (B)(4).: equipment used: vis (m-78210), 203cm ruler (m-83360) drawing(s) referenced: none. As found condition: the apollo catheter was returned for analysis within a shipping box and a sealed pouch. ¿ damage location details: onyx was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter and not returned. The surface of the apollo catheter was examined under magnification. The apollo catheter body was found ruptured at ~3.0cm from the catheter distal end. No breaks or separations were found with the apollo catheter. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report could not be confirmed as no breaks or separations were found with the apollo catheter. Regarding the customer¿s ¿catheter rupture¿ report the issue was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during the injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there had been resistance when the liquid embolic agent was injected in the apollo catheter. The injection rate was followed per the IFU, slowly and controlled. It was noted that liquid embolic was implanted at an unintended location, close to the pericallosal artery but without complete occlusion. The catheter tip was removed. The decision was made to close the feeder vessel. No other medical intervention was required. The patient had no associated complication. The procedure was concluded with embolization of the feeder and plan for further embolization in another session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed with a competitor's flow directed catheter. It was reported that the catheter separated, the tip broke from the rest and that the catheter ruptured with onyx. The tip of the catheter did not prematurely detach and seemed that it was broken at a different point but the product has been seen and inspection would be able to determine if it was broken or detached. The root cause was not determined. Anatomy and pressure were optimal so there wasn't a cause determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter broke. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery. It was reported that during the treatment of the avm, hcp reported apollo catheter breakage. They didn´t report that the apollo catheter was blocked and they needed to do a lot of pressure in the syringe plunger. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include onyx liquid embolic.

Event description:
Additional information received reported the onyx product was not included in the mpxr as a request from customer because it was not involved in the incident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.